Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture and "pericapsular calcification is noted." Device was explanted.